Manufacturer narrative:
(B)(4).

Event description:
During pacemaker replacement, the isolation of stelid right ventricular lead was stripped up. The lead was capped and abandoned. Reportedly, no excessive force was used to retract pin out of header.